Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient (pt) reported coupling issue. The following troubleshooting steps were performed: located the ins by looking for incision and/or palpating the ins, repositioned the recharger, apply comfortable pressure to the recharger or consider tightening the recharging belt, recommended patient lean forward while sitting to optimize ins position, recommended using recharger over a thin layer of clothing. The pt had been trying to charge their ins for 4 days and reported as soon as they connect to charge they hold their breath and don't move, but then they lose connection after about 2 seconds. They are not able to get connected to charge again after this. The pt initially connected to charge while holding the recharger over ins and stated ins battery was at 30% with excellent connection. However, they lost connection when they tried to put on the belt. The pt was unable to connect to charge with use of the belt during the call despite repositioning recharger over ins. They confirmed they can feel the ins when palpating skin. The pt was sitting when trying to charge on call. They stated they had tried charging with wife's assistance to position recharger on ins, but stated they were unsuccessful to maintain connection charging at that time. The pt stated this started last month (december) and stated it has been worse this month. The pt denied any recent trauma to implant site or falls. They mentioned their skin seems to move a little, but confirmed they don't think the implant is moving. The pt removed the recharger from charging belt and was able to connect to charge with excellent connection again once pt positioned recharger on ins without use of the belt. Pt lost connection when they moved to sit back while charging. Pt will continue trying to charge while holding recharger instead of using belt since they had more success connecting to ins to charge without belt. The pt indicated they know where to position the recharger now. They then mentioned their previous ins was "a lot less trouble than this". The issue was not resolved through troubleshooting. Pt will continue troubleshooting of repositioning recharger to try to charge ins.

Manufacturer narrative:
Event date approximate; month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) was having difficulty with the charging process. Through speaking with the manufacturer representative (rep) and pt it was determined that the pt was able to connect to the ins and start charging with excellent coupling but 2-3 seconds later it disconnected and started searching. Technical services (tss) walked the pt through resetting recharger and they connected w/ excellent coupling and ins showed 30% charged but then quickly disconnected again. The pt said they called patient services twice regarding same issue and has been dealing with this since implant but over the last month it had gotten worse. They tried many different positions of the recharger, with and without clothing, with and without belt and it does not resolve. Tss placed callers on hold briefly and re-joined the call and the pt had moved the wr more lateral (w/o the belt) and it was maintaining connection and ins showed 40%. The pt went to try with the belt and could not establish connection again after multiple attempts. Tss reviewed we will replace the recharger and recommended the rep meet with pt to check ins depth and orientation if this does not resolve.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated unresolved with no further action planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.